Event description:
It was reported that the key broke off in the on/off switch of the 9600 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key was removed and replaced during the service call. The system was tested and found to be working as intended and put back into service.